Manufacturer narrative:
A patient experiencing ineffective stimulation due to invalid impedance was reported to abbott. The patient leads were revised. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04239. It was reported the patients leads migrated following a series of falls over the past year. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were repositioned to the correct location resolving the issue.